Event description:
Customer reported a motor error alarm while filling the cannula. The blood glucose reading was 274 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during prime and also alarmed motor error during the basic occlusion test due to faulty force sensor. Unable to test the low reservoir alarm due to the error alarm. The motor was tested outside the device and passed. The unit had minor scratched display window, cracked display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.